Manufacturer narrative:
Results of evaluation: conclusion: ab)based upon the inquiry info receivecd, the visual examination and the functional test; a)it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with the tube dented. The instrument was examined and was found to be functional and was cycled, fired, and properly formed the remaining staples without incident. No conclusion could be reached as to why the reported instrument's "staples were not advancing" during surgery. The instrument was received empty and no functional testing could be performed. Note:it was originally reported that 1 instrument was being returned, but 2 instruments were recevied. Comments: ab)each instuments is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during an unknown procedure. It was reported by the rep the staples were not advancing. There was no consequence to the pt.